Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plaintiff fact sheet received. Asr xl revision. Reason for revision: unknown. Doi: (B)(6) 2007 dor: (B)(6) 2012 left hip. See (B)(4). For right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. An mre (device history record) review will not be performed even when lot code(s) are known.